Event description:
A distributor contacted ZOLL to report that a patient developed a rash under the LifeVest equipment. Patient described the area as red and itchy heat rash. There was no alleged device malfunction contributing to the irritation. The patient¿s pharmacist recommended an over-the-counter cream. Outcome of the irritation is unknown.

Manufacturer narrative:
not applicable.